Manufacturer narrative:
Part returned. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: during a pfna operation, when the surgeon was inserting the blade. The surgeon was inserting the blade as usual applying gentle hammer blow. During hammering the inserter went broken into two pieces. Unknown if surgery was delayed due to the reported event or if procedure was successfully completed. Concomitant device reported: unknown hammer (part #: unknown, lot #: unknown, quantity #: 1), unknown pfna blade (part#unknown, lot#unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) impactor f/pfna blade. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.410. Lot: l788977. Manufacturing site: bettlach. Release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: as visible on the also received picture is the impactor broken apart at the cross over from the medium to the smaller diameter under the blue plastic handle. The device is in a used condtion with wear marks on the hexagon at the forefront and some hammer marks on the top. Dimensional inspection: the device was forwarded to the manufacturing site for evaluation. The investigation has shown that all relevant dimensions, including the roughness at the breaking point where within the specification. The materials and testing department evaluation did confirm that the material and the hardness were within the specification. Drawing/specification review: the device was forwarded to our sustaining engineering department for a design evaluation. During the investigation no design related issue could be detected. As part of the evaluation it was confirmed the design of the pfna impactor has been optimized, which removed the glue as a component. Investigation conclusion: the complaint is confirmed as the impactor is broken as complained. The performed evaluations have shown that the device was manufactured according to the at this time valid specification. The exact cause of this occurrence cannot be defined. Based on the performed material and testing evaluation did a combination of different factors lead to the breakage, like the mix-up of the glue substance with the clinical reprocessing fluids such as cleaning agents and water, the roughness of the surface and finally the applied force. One of these factors was eliminated in the meantime by an design optimization where the device is now made without glue. The review of the complaint history has shown that there is a second complaint of the same nature with a breakage under the blue plastic handle. This complaint is from the same account hus to¨o¨lo¨n sairaala. This could be an indication that the at this account used specific detergents did also play a role like mentioned in the materials and testing report. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.